Manufacturer narrative:
(B)(4). Patient codes: 3191 -surgical intervention. Additional information was requested and the following was obtained: no samples are available for analysis. Procedure name?: overedge stitch, point by point. Where was the scarring noticed?: slow scarring and superinfection. What treatment was provided to patient for scarring?: chlorhexidine. Any medical/surgical intervention (antibiotics or prescription medication) provided to patient?: home care with prescription of betadine®. Prescription of antibiotics in case of superinfection. Was the patient re-sutured?: no, ablation of the point 15 days after (normally 8-10 days). Patient current condition?: normal scarring.

Manufacturer narrative:
(B)(4). Patient code: 1930. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure 33 years old ; no information available regarding the weight and bmi. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased?: normal. Where on the suture line did the suture break (knot, middle, end)?: knot. Were any cultures performed?: no. Other relevant patient history/concomitant medications: no. What is the physician¿s opinion as to the etiology of or contributing factors to this event?: no opinion, this event is unexplained. The following information was requested but unavailable: date of the index surgical procedure. On what tissue was the suture used? What was the onset date of symptoms from the initial surgical procedure? Can you explain ¿ablation of the point 15 days after (normally 8-10days)¿? What is the patient¿s current status?

Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information has been requested, however, no response has been received to date: what was the name of the procedure? What tissue was the suture used on? What date did the patient present with scarring? Where was the scarring noticed? What treatment was provided to patient for scarring? Any medical/surgical intervention (antibiotics or prescription medication) provided to patient? Was the patient re-sutured? What is the patient current condition? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure and suture was used. Several weeks post operatively, the customer has noticed scarring with rupture of suture. Additional information has been requested.